Manufacturer narrative:
The product investigation concluded that the m30.1 balloon valve leak alarm occurred during drain 1 was caused by the balloon 4 fails intermittently due to the debris was trapped near the valve's opening that could prevent it from closing completely and caused leaking. The clinical investigation concluded that here was no serious injury. The reported high drain volume may be attributed to the incomplete drains, the fill from the previous incomplete treatment and the ultrafiltration. The cycler gave an alarm as designed, when a potential problem was identified. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding complaints of death or serious injuries rec'd between march 21, 2011 to march 11, 2013.

Event description:
The patient called technical support with an m30.1 balloon valve leak alarm during dwell 2. The patient was advised to reset up with new bags and cassette. Technical support stayed on the phone during setup and drain 0. The expected drain volume is 2500ml and patient drained out 5242ml which is more than 180% of 2500ml (4500ml).